Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a "vapor" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit is no longer being used. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The catalytic converter was returned and tested. The filter exhibited haze. The reason for return of the catalytic converter was confirmed. The oil mist filter was returned and tested. It was noted during the test oil was leaking from the catalytic decomp filter. The reason for return of the oil mist filter was confirmed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.